Manufacturer narrative:
Zoll medical corporation evaluated the device and associated batteries and the customer report was observed. Upon inspection the customer's batteries were found to be depleted. The device operated to specification with known good batteries installed. Review of the device history logs indicate that the device prompted "change batteries" before the reported malfunction. The batteries were replaced; the device was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.